Event description:
The customer reported that during a 12 lead ECG, the device displayed all the leads were off. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during a 12 lead ECG, the device displayed all the leads were off. There was no reported adverse pt impact. The philips call center called the customer back and was told that the problem was resolved. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.